Manufacturer narrative:
Clinical evaluation performed by medical affairs department: this complaint regards an 84 year old patient operated for primary hybrid tha 7.5 years before. There is no clinical history or documentation; only what we can presume is a pre-revision xray, showing significant wear of the polyethylene liner. The damages to the proximal part of the femur may well have been induced by the patient's reaction to wear debris. No information on the pe type was received. Also, we were not given the explants: this degree of wear after 7 years in an elderly patient is rather abnormal even with standard polyethylene, and therefore an analysis of the femoral head, in search of scratches or inclusions, would have been useful, because there is a strong possibility that a damaged head can have caused the excessive wear. Additional involved implants: liner: cc e cc light ref and lot unknown. No other information is available at the moment.

Event description:
About 7 years and 5 months after the primary surgery, the patient reported pain. The surgeon also noted decentralization of the head. We don't have the confirmation that a revision has been performed but it is very likely. No other information is available at the moment.